Manufacturer narrative:
This report is submitted on 02 december 2019.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2019, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. The infection was also treated with oral antibiotics.

Manufacturer narrative:
This report is submitted on october 31, 2019.

Event description:
Per the clinic, the abutment was removed because of an infection. It is unknown what treatment was administered. The implant remains in-situ.